Event description:
It was reported that prior to a colectomy procedure, there was an error code 5: instrument. Used another like device to complete the case. There was no adverse pt consequence.

Manufacturer narrative:
Evaluation summary: the device was rec'd in good condition. No visible damage was noted. The hand-activation test concluded that there was a switch failure due to intermittent contact between the handpiece and the button assembly. The device was tested on a generator and no error codes were noted. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.